Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to dispense medication for (B)(6) patient, the patient had appeared as discharged. A technical support specialist dialed into the server and reviewed the records using the provided visit identity, navigated to view visit and confirmed the user had been discharged on (B)(6) 2025, executed a patient cast query and determined that the discharge date was not included in the received messages, indicating the discharge may have been performed manually and incorrectly, advised that access was limited to viewing and recommended contacting the appropriate personnel to revert the changes. The user acknowledged and confirmed user would proceed with recreating the admission. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to dispense medication for 1 patient, the patient had appeared as discharged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.